Event description:
This lead was explanted and replaced due to an increase in impedances and thresholds. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead demonstrated cuttings in the insulation which occurred most likely during the explantation procedure. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.